Manufacturer narrative:
This report is submitted on july 05, 2023.

Event description:
Per the clinic, the patient experienced magnet extrusion and infection following an MRI. However, the clinician did not follow the manufacturer's instructions for use of MRI. Subsequently, the device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on september 04, 2023.